Event description:
It was reported that the patient presented to clinic after receiving alert for non-sustained lead noise due to a mismatch between the near and far field channels. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.